Event description:
The patient reported they are having extreme pain at the ins pocket site in the right upper buttock region. It is very swollen and pain pills are not helping at all to the point where the patient cannot sit in a chair or car, noting that they have to sit sideways. It was stated that the pain keeps the patient up at night, they can't sleep, and they are very exhausted. The patient has a pre-existing auto immune disorder and they don't know if their body is rejecting the device or not. The patient has been icing the ins pocket site but it is not helping with swelling. Follow up information received on (B)(6) 2016 indicated that the patient was given antibiotics but are still not well despite having completed the prescription and are still in a lot of pain. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.